Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, since the subject device could not recognize the endoscope, omsc surmised there was the possibility this phenomenon was attributed to disconnecting the inside video connector socket of the subject device and its disconnecting displayed the color bars on the subject device. The disconnecting inside video connector socket might be occurred because the video connector of the endoscope was inserted with strong force and strong impact was applied or because the internal connector came off accidentally due to vibration, etc. During transfer. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the color bars appeared on the image of the subject device during the incoming inspection for the repair at olympus korea. Olympus korea found the video connector socket failure of the subject device and the connection failure between the video connector socket of the subject device and endoscopes. There was no report of patient injury associated with this event.